Event description:
In early 2009, the sales representative reported that the rod holder bent during surgery. Additional information received on 21 jan 2009, the sales representative reported that the surgery date was the day prior to original date. During surgery, the resident had prepared the hole for screw placement when the resident was implanting the screw, he hit the facet causing a driver tip to break. The resident retrieved all the fragments from the driver out of the wound and another screw was implanted with the use of the other driver that is in the kit. When the surgeon was implanting the rod, it was noticed that the sleek rod holder was not grabbing like it should. It seemed like the prongs were separated and bent. The surgeon was able to use the instrument to finish the case. The bend driver contributed to a 45 minute delay in the case.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.